Event description:
Information received with return of the explanted device notes that the patient was seen in the emergency room for a post syn copal episode and a low heart rate. Interrogation of the device found it to be programmed to aai mmode with dashes (---) for most of the other rate related parameters. The device was successfully reprogrammed to ddd mode but later re turned to aai mode. Subsequently, the device was replaced.